Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a high pressure alarm resulting in o2 not available occurrence. The ventilator discontinues oxygen support. Loss of the oxygen source can be detrimental to a patient. No patient harm reported. Patient information requested - pending.

Manufacturer narrative:
Follow up attempts were made to obtain repair and patient information from the customer. If information is received, the complaint will be updated.